Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for communication error and internal memory error. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the reported complaint has been finalized. The device control pc (printed circuit)board was replaced and returned for investigation. The reported technical error code was reproduced during testing with the returned control pc board. When the device was powered on, it was noted that the pc board was constantly re-starting, this indicates a signal error caused by a component failure.

Event description:
Manufacturer ref. #: (B)(4).